Manufacturer narrative:
Product event summary; the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that the time is approaching for device replacement.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) showed rapid battery depletion and a poor longevity estimate. It was noted the left ventricular (lv) lead threshold was also high, resulting in a high output from the crt-d. The crt-d and lv lead remain in use and the patient will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, which indicated the device was showing a minimum battery voltage of less than one month, however, the battery voltage was quite far from recommended replacement time (rrt). The device was explanted and replaced. No patient complications have been reported as a result of this event.